Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during final closure of the skin using a flat knot technique in a laparoscopic robotic hernia repair, the needle broke. The suture broke after the second pass through tissue. The staff threw the broken suture away and opened another package from another lot number of the same suture. That suture frayed after a couple passes and also broke, but the physician was able to finish the closure with the remaining suture on the broken strand. There was no patient injury.